Event description:
Reportedly, this ring was explanted after approx an 11 year, 4 month implant duration due to mitral regurgitation, congestive heart failure and pulmonary hypertension.

Manufacturer narrative:
H6: device not returned.